Event description:
On (B)(6) 2013, it was reported that this physician was experiencing trouble with his programming system. While performing a hard reset and when resetting the date, the handheld device froze. He did another hard reset and was able to set the date, but the device froze again when viewing the user preferences menu. No patients were involved or adversely effected by this issue. The handheld device and software flashcard were returned on (B)(4) 2013 and are pending analysis.